Event description:
It was reported that, "the patient underwent left knee replacement surgery with plus (competitor) manufactured implants on (B)(6) 2005. It is further alleged that stryker bone cement was used and the knee system including the bone cement alleged failed requiring the patient to undergo a revision on (B)(6) 2007."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.